Manufacturer narrative:
.

Event description:
The pt reported that after her pump was implanted, it kept flipping over. The pt stated her dosage was adjusted and she was "doing good on the pump". Six month later, the pt requested that the pump be revised since it kept flipping. The pt stated that, when the hcp went into revise the pump, the hcp found many kinks in the catheter. The catheter was revised. The pump was programmed to deliver morphine - concentration and dose were not reported.